Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." The femoral has scratches and signs of wear. There appears to be tissue residue in the porous coating that suggests bony ingrowth. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2011, due to loosening. Surgeon noted during the procedure that the femur had no bony ingrowth.